Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include as damage or deterioration of parts, environment problem like as dust, dirt, humidity and ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had a blurry lens and unclear images during a diagnostic endoscopy examination for chronic gastritis and reflux esophagitis. An attempt was made to flush the lens with the auxiliary water but the reported issue remained. A spare endoscope was used to complete the procedure and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.